Event description:
It was reported that during an implant attempt, the newly implanted device measured consistently high high voltage [hvb] impedance measurements of the newly implanted rv lead. The new rv lead was tested using the patient's previous device and normal impedance measurements were shown. A retest with the new device again produced high hvb impedance measurements. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.